Event description:
It was reported the pt's scs system stimulation is auto-reducing. Lead diagnostics showed all contacts on the scs lead have invalid impedance values. The physician plans on ordering x-rays of the scs lead to determine if the lead has pulled out of the scs ipg header or if a lead fracture has occurred. There is no additional info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.